Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported in a journal article that four years post implant, the right ventricular (rv) lead exhibited noise and loss of capture and a fracture was suspected. A chest x-ray was taken and did not show any findings. The patient underwent a revision procedure where the rv lead was surgically abandoned and sutured in the pacemaker pocket. A new rv lead was successfully implanted. Two years later the patient experienced a transient ischemic attack (tia) and the chest x-ray showed that the capped rv lead was in two pieces, with a short proximal fragment remaining in the pacemaker pocket. The rest of the lead had migrated behind the heart; however this was missed on the x-ray at the time of the tia. Three years later the patient was admitted to the hospital due to a stroke with symptoms of diplopia, dysarthria and right sided paresthesia. Thrombolytic therapy was administered, and the patient recovered without residual neurologic deficit. While admitted in the hospital a transesophageal echocardiography and cardiac CT were taken and showed the free end of the capped rv lead crossing through the patent foramen ovale (pfo) into the left atrium and the left inferior pulmonary vein. The patient was put on blood thinning medication and discharged. At the nine-month follow-up appointment the patient remained without any further side effects. It was further noted that the patient refused lead extraction and will remain on the blood thinning medication. No further adverse effects were reported. The serial number of the rv lead remains unknown. The author of the article has been contacted in an attempt to obtain the information. No additional information is available. If additional information becomes available, the report will be updated at that time. Voukalis, christos, et al. (2022). "An unusual cause of cerebral embolism pfo-straddling, spontaneously fractured pacemaker lead". Jacc: case reports, vol. 4, no. 14, 2022 july 20, 2022: 854-856.